Event description:
It was reported that during a pancreas procedure, the blade broke and fell into patient, but it was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.